Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion pre-loaded with acrobat wire guide sphincterotome. As they were doing the balloon sweep, the cook representative noticed that the balloon kept getting stuck as it was coming over the wire guide. The sheath [coating] had come off of the wire guide in an accordion way. Another wire guide was used to successfully complete procedure. No section of the device detached inside the pt. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our laboratory eval of the returned device confirmed the report. Near the 25 cm mark on the distal end of the wire guide the coating has peeled back on the core wire. The area of damage is approximately 5 cm in length. The coating peeled back on the wire guide and remains folded over on itself near the 20 cm mark. No portion of the device is found to be detached or missing. A discrepancy or anomaly that could have contributed to the reported event was not observed during our laboratory analysis. The subassembly device history record for the wire guide said to be involved was reviewed. A discrepancy or anomaly was not observed with the prod that was released for distribution. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the prod that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of prod usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions advised the user that the wire guide should be kept wet for best results. The instructions for use describe the appropriate flushing techniques for use of this coated wire guide. These techniques described include, flushing the endoscope accessory channel and/or lumen of accessory device with sterile water before wire guide insertion. If these flushing techniques are not followed or inadequate flushing occurs, this can contribute to wire guide coating damage. Prior to distribution, all fusion pre-loaded with acrobat wire guide sphincterotome are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the qual engineering risk assessment. Qa will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.